Event description:
Patient reported they were advised to have another surgery because their implants would break in about two weeks, following a visit to the emergency room. Patient later confirmed rupture. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Event description:
Patient additionally reported right side "cytopathology and histopathology results show foreign body reaction in the capsule." Medical report has further confirmed the reported event of rupture was the result of a traumatic incident and not device related.

Manufacturer narrative:
Medical report has further confirmed the reported event of rupture was the result of a traumatic incident and not device related. Hence the event of rupture is being unreported.

Event description:
Patient reported right side rupture. Additional report of "a part of physical pain this situation has caused me quite serious and very important damage in my life and psychological distress". The device remains implanted.

Event description:
Device has been explanted.